Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator will not switch on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 6th april 2017. Reported complaint could not be confirmed. Pad-pak may have been incorrectly seated. The device was returned for ¿no status indicator and will not switch on¿. The sam pad device was successfully power cycled on multiple occasions throughout the investigation with the returned pad-pak installed and the status led continued to flash green. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. No log entries were recorded in the history log while the device was in the field. As no fault was found with the device it is assumed that the user had incorrectly installed the pad-pak within the device resulting in no power to the device and the reported fault of no status indicator and the device failing to power up. This scenario was replicated during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No status indicator will not switch on. There was no patient involved in this event.